Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day of onset, the patient was hospitalized. The patient was treated with unspecified antibiotics for peritonitis. Sixteen days after hospital admission, the patient recovered from the peritonitis and antibiotic treatment was discontinued. Dianeal therapy was ongoing. No additional information is available.